Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient experiencing fluctuating rpm readings as well as a high watt alarm associated with one (1) controller and one (1) battery. There was no reported patient injury related to this event. The controller and battery were taken out of use and new equipment was issued to the patient. The reported controller and battery were returned to the manufacturer and evaluated. Upon evaluation the returned battery was inoperable and could not be tested for functionality. The battery had an afe_c permanent failure flag enabled rendering the battery inoperable. The returned controller had no malfunction and performed per specification. Upon log file analysis the high watt alarms were confirmed. The most likely root cause for the reported "alarm fault" event may be attributed an operator error in which the high watt alarm threshold was not set 2 watts above the nominal value and "power consumption issue" event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports 3007042319-2016-00331 and 3007042319-2016-00332 submitted for devices related to the same even.

Event description:
It was reported from the united states that the patient heard a high watt alarm from the controller and noticed that the speed indicator was fluctuating from 2600 rpm to 2720 rpm, even though the set speed for the pump was 2700 rpm. The patient performed a controller exchange. The controller and battery were removed from service and the patient was issued replacement devices. The controller and battery were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.